Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed that the reagent 1 (r1) probe was loose and that there was a leak in the base pump water connection which was fixed. The cse also saw crystals forming on the acid pump and possible contamination with cleaning fluid found at the reagent probes. Wash performance checks also returned acceptable. The cse performed a total service visit which included a complete system performance check. System performance was verified, and the system returned to fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prostate-specific antigen (psa) patient result was obtained on an advia centaur xpt instrument. The initial result was reported to the physician(s). A newly drawn sample was repeated on the same instrument. The initial sample was then repeated on the same instrument and an alternate advia centaur xpt instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated psa result.